Event description:
Ethicon harmonic 1100 shears (ref # har1136, lot # v70136) were going to be used for the procedure. The device would not pass the testing phase prior to use and doctor noted a high pitched noise coming from the device while testing was in progress. This was not used on the patient, and a new one was used to complete the procedure. No response received yet. Issue reported to j&j product complaints, requesting credit.